Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing manager reported that a handpiece presented with no phacoemulsification power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Corrected information provided. New information provided. With the new information, this file is not reportable. There will be no further reports. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event was the handpiece was not recognized.